Event description:
It was reported by the patient that his right side tmj was explanted in (B)(6) 2009 due to infection. He stated his left side implants are doing fine.

Manufacturer narrative:
The patient did not remember the exact date the device was explanted, sometime in (B)(6) 2009. Information has been requested from the surgeon, but it has not been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.